Event description:
The pump was explanted after an implant duration of 5 months with the reason given "programmable pump revision." A follow up report will be sent when additional information is received.